Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2026, it was reported that the patient experienced feeling unwell. A fingerstick was taken by the parent, the cgm reading would have been inaccurate. The father checked the blood glucose reading several times during the day, but was unable to control the hyperglycemic event. In the evening the father decided to take the patient to the hospital and when a fingerstick was taken there, the cgm reading was low or 100 mg/dl, and the blood glucose reading was 500 mg/dl, and would have been almost 600 mg/dl. The patient was treated with intravenous insulin, fluids, potassium, and antibiotics for a blood infection that was detected. The patient was discharged after spending 2 days at the hospital. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.